Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 5 months. The device remains in use supporting the patient. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. The instructions for use lists bleeding as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient awoke feeling weak and was pale. The patient had blood drawn and lab results showed a hemoglobin of 6.4 g/dl and a hematocrit of 19%. The patient's last lab values drawn on (B)(6) 2016 had showed a hemoglobin of 11.4 g/dl and a hematocrit of 35.3%. The patient was admitted for evaluation by the gi service. An esophagogastroduodenoscopy (egd) was performed and a hemoclip was applied to a site of oozing at the duodenal bulb. The patient received two units of blood, and on that evening the hemoglobin level normalized. The patient had a dark stool on admission that was positive for occult blood. On (B)(6) 2016, the patient's hemoglobin was 9.3 g/dl but dropped later to 7.9 g/dl on the following day. Over the next 12 hours the hemoglobin dropped to 7.3 g/dl. On (B)(6) 2016 another egd with capsule deployment was performed. The egd showed no active bleeding. The capsule study showed some oozing again in the duodenum. The patient was transfused with 2 units of blood after which the patient's hemoglobin was 9.8 g/dl. The patient was hemodynamically stable and no events were seen on the monitor. The patient was discharged and reported to be doing well.